Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient call their healthcare provider and ¿new one.¿ when asked to clarify how the ¿machine¿ was not working anymore, they stated ¿would do the signal on the last machine have a new that do on (B)(4) .¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/ sacral nerve stim. It was reported that it ¿seems like the machine is not working anymore.¿ it was stated that they were getting a screen with a question mark. Troubleshooting during the call, they connected with the antenna and saw the therapy screen. It was showing that stimulation was at7.0, but it was stated that they had stim up to 8.5. It was clarified that they didn¿t know how it got down to 7.0; they were saying that stim decreased on its own. During the call, the programmer was working as intended and they were able to increase stimulation back up to 8.5. There were no patient complications reported as a result of this event.